Manufacturer narrative:
No additional information was provided. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed; the reported issue could not be confirmed; and root cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the cuff was unable to inflate prior to insertion. No patient injury was reported.